Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# fg540000 serial# (B)(4)). Smartablate generator (model# m490007 serial# (B)(4)). Pentaray catheter (model# unknown lot# unknown). (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered diaphragmatic paralysis (requiring no medical or surgical intervention) and an esophageal perforation (requiring surgical intervention). Post-procedure, imaging (unspecified) revealed esophageal damage (unspecified) and phrenic nerve palsy. Patient was reported to be in stable condition. Patient required a surgical intervention for the esophageal damage. There is no information regarding interventions for the phrenic nerve palsy. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.